Event description:
I was given a sample of renu with moisture loc contact lens saline by eye dr in 04/05. 05/11/06, my eye was noticeably irritated and after being misdiagnosed as a bacterical infection, progressed to almost complete loss of vision in my left eye. After cultures revealed the fungal keratitis I was prescribed an intense anti-fungal regime of various drops and an oral medication. Daily visits to the dr were required initially and then every other day or so for an extended period of time. I also had access to my dr's cell phone to report any concerns. I was left with a permanent scar on the cornea and a decrease in vision.